Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 4 was jammed and were hard to close. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was hard to close. The field service engineer replaced the broken rails of drawer 4 and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.